Event description:
It was reported that a user on ilet experienced a continuous glucose reading of ¿high¿ after a recent infusion site-only change, and an agent provided troubleshooting and education with a plan to follow up. Symptoms included hyperglycemia without reported physical complaints. Outcomes included no emergency treatment, no hospitalization, and no long-term consequences reported. Investigation included customer service troubleshooting and educational guidance regarding site management and glucose monitoring steps. Investigation of this case revealed no confirmed device malfunction and no confirmed component failure, with the cause of the hyperglycemia remaining unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.